Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "on (B)(6) 2024, 26-year-old patient with a PICC line for administration of chemotherapy when the nurse observes a venous return during the line change. Treatments can only be administered with an infusion pump. Gravity infusion is not possible on the catheter (flow regulator fully open). Patient's current condition: additional handling of venous lines. Risk of infection. Delayed administration treatments. Catheter removal on (B)(6) 2024 for infectious reasons (enterobacter cloacae complex > 10*4 cfu/ml). Installation of a new left PICC line on (B)(6) 2024.